Event description:
Zoll employee, during a site visit determined that two batteries (serial (B)(4)) caused the system to display user advisory 17. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be filed if the device is received. No adverse event reported. Serial(B)(4) (device 2).